Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The down arrow button is intermittently unresponsive and the issue has progressively gotten worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings:a visual inspection of the pump confirmed no damage to the keypad cover. The up arrow, down arrow, and ok keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under all contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.